Event description:
Procedure type: lap colon. According to the reporter: during use on the pt balloon exploded. Surgeon immediately retrieved some broken pieces from the pt cavity. He looked for again while irrigating the cavity, but nothing was found. (It is not sure if the fallen pieces were all retrieved). Another device was opened and the procedure was completed. The operating time and incision were not extended as a result. No pt injury was reported.